Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a shot. The customer stated that she was trying to modify her basal rates. The customer stated that she had blood glucose of 90 mg/dl last night and woke up with blood glucose of 400 mg/dl. The customer also stated that she saw an open circle on the screen when she changed the set. The customer was advised of the two high blood glucose rules. The customer was advised to call back if the issue persists.